Event description:
When two different sets of electrodes were used during a rescue the AED wouldn't proceed past the place pads prompt. The third set of electrodes worked as expected. The patient survived.

Manufacturer narrative:
The pads used during the rescue are not available for evaluation. Two sets of electrodes from the same lot as those used during the rescue will be returned for evaluation.

Manufacturer narrative:
Two (2) sets of electrodes from the same lot as those used during the rescue were received for evaluation. The electrodes were placed in a test AED and when the lid was opened the AED responded with the correct prompts and advanced past the place pads prompt. Impedance was measured and was in the correct range. No problems with the pads were found. The root cause of the reported problem wasn't identified. The electrodes used during the rescue weren't available for evaluation.

Event description:
When two different sets of electrodes were used during a rescue the AED wouldn't proceed past the place pads prompt. The third set of electrodes worked as expected. The patient survived.